Event description:
It was reported that pci was performed on the pt's rca via a right femoral approach. The rca orifice was cannulated with a guiding catheter after unsuccessful attempts of using other company's guiding catheters. The guide wire crossed the lesion without difficulty, but there was difficulty crossing with the balloon catheter. The lesion was heavily calcified and had an eccentric stenosis at mid rca. It was finally dilated with two of another company's balloon catheters and after, a long dissection was found. Stenting was then attempted using the rx vision, but the stent failed to cross the lesion.